Event description:
On (B)(6) 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
An user emailed support to report that their unit was noticeably overshooting low readings. The user planned to perform blood checks every five minutes when the unit started to go low and collect data from two events before calling support with the information. Later that day, a level 2 support representative attempted to call the user to provide more assistance regarding the sensor differences. The user answered the call but explained that they were out of town and unable to discuss the issue at that time. The user wanted to gather example sets first before calling back and mentioned they would be out for 1-2 weeks. The representative offered a follow-up call, but the user declined, stating they would call back once they had the example sets to share. No further actions were needed since the user declined a callback and indicated they would reach out once they had the necessary data.

Manufacturer narrative:
B4. Date of this report 23 may 2025. G3. Date received by the manufacturer? 23 may 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
B4.date of this report 23 may 2025 g3.date received by the manufacturer? 23 may 2025 h6. Type of investigation updated to 4111,4121 h6. Investigation conclusions updated to 4315.